Event description:
It was reported that the patient¿s spasticity and pain returned in 7 days. It was noted that the patient was on 40 mg of diazepam a day for 35 years and the doctor reduced immediately to 10 mg a day. It was reported that to offset pain, baclofen was increased over two months to 450mc, and now down to 200 mc at the time of report. It was noted that ¿many overdose symptoms now decreased for spasticity in legs still strong¿. It was reported that the patient¿s pain was at a 7 on a scale of 1-10. It was noted that the pump was used to infuse baclofen. It was later reported that the first 4 days after implant the patient¿s feet and legs were nice and relaxed. It was noted that the patient went in for an adjustment because the patient¿s upper body was ¿too sloppy.¿ it was reported that they did a decrease and a decrease in oral medication. It was noted that since then the patient¿s legs and feet had been tight almost back to the level pre-surgery. It was reported that after the patient surgery up to (B)(6), they kept increasing the patient¿s pump dose because of pain and return of spasticity. It was noted that the patient¿s spasticity increased along with the pump increases. It was reported "that seemed rather shocking and odd." It was noted that the patient had the pump implanted to help decrease spasticity and alleviate pain.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer who indicated that the patient's pump had been implanted two years ago and the pump did not work for the patient. The patient was currently (B)(6)-old and has had cerebral palsy since birth. The patient had severe spasticity all her life and had taken oral medication diazepam since the age of 10. Five years ago, the patient's pain and spasticity had increased to the point where I was on oral pain medication and had maxed out on the allowable diazepam dose per day. The patient's doctors had strongly encouraged the patient to have the baclofen pump implanted as it would relieve the patient's pain and relax her legs. However, since the pump was implanted, nothing had changed the patient's pain or spasticity. The patient's body was exactly the same way as it has been prior to the implant. The pump managing physician had tried everything; increasing doses, lowering the catheter, putting both morphine and baclofen in the pump, the self-administered personal therapy manager (ptm), etc. Nothing had worked. The higher the baclofen pump dose, the less bladder and bowel control the patient had while the pain and spasticity remained the same. The higher the baclofen dose also caused the patient to experience being dizzy, floppy in the upper body, a feeling of hot sand filling her mouth and surrounding her tongue (no matter the dose), and other side effects. The pump specialist adamantly insisted that the intrathecal baclofen could not have these effects. However, per the patient, it was her body and she had never experienced any of these complications her entire life until the baclofen pump was implanted. A year and a half ago, all of the aforementioned had put the patient in a state of severe depression, and the patient became suicidal. It was expressed that not just one appointment with a psychologist and one appointment with a psychiatrist solves the problem. A year and a half later, the patient was still struggling with the thoughts, unimproved pain, and spasticity levels. It was very frustrating to the patient. The patient was a (B)(6). The patient had tutored math and english for most of her life. However the ineffectiveness of the pump had dramatically decreased her enthusiasm as a tutor and to take part in hobbies and other activities that the patient had enjoyed prior to the implant. The patient never imagined that she would go backwards in life instead of making further strides. The patient was tremendously disappointed. It was questioned whether there were any other options to relieve the patient's pain and make her legs and feet stay still. The patient wanted to improve the quality of her life. Since the pump was not helping, the patient was in need of alternate options and removing it. A follow-up report will be sent if additional information is received.

Event description:
Additional information indicated that the patient was still having concerns regarding her device/therapy and was working with the do ctor/company representative. The last appointment was on (B)(6) 2014 and the next appointment was mid-april for a refill with pain med.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).